Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation there was foreign material present in the monitor belt receptacle port, preventing the monitor from being attached to the belt connector. There is no indication that the foreign material was present in the belt receptacle at the time of the patient's passing as the monitor was able to communicate with the electrode belt until it was disconnected at 22:11:26 on (B)(6) 2020. The root cause for the foreign material in the belt receptacle could not be positively identified. There is no indication that the device malfunction caused or contributed to the patient death. Device manufacture dates: monitor: 01/11/2018 belt: 04/02/2015.

Event description:
A us distributor reported that a patient passed away alone at home on (B)(6) 2020. It was reported that the patient was wearing the lifevest at the time of passing. Per clinical review of the available ECG data, the device was started up at 21:57:49 on (B)(6) 2020. An arrhythmia was detected at 22:11:16. The ECG shows sinus rhythm at 90 bpm with pvc's. The rhythm then degrades to vt at 210 bpm with motion artifact. The patient was in the detection sequence for 10 seconds before he electrode belt was disconnected at 22:11:26 on (B)(6) 2020. The device properly detected vt, but was not in the detection sequence long enough to deliver a treatment before the electrode belt was disconnected. Reporting event out of an abundance of caution as it was not reported who disconnected the electrode belt.